Manufacturer narrative:
(B)(4). Covidien received information that during the night of (B)(6) 2015, the ventilator was ventilating a male neonatal patient when the ventilator suddenly indicates occlusion and stops definitely. Weight of the patient was (B)(6). Multiple attempts have been made to try and obtain further information regarding the repair and events but no response received from the customer. A follow up report will be submitted if and when new information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator entered a ventilator inoperative condition. The patient was manually ventilated by the doctor. There is no report of death or serious injury associated with this event.